Event description:
During a microdiskectomy procedure, at a time when the surgeon was debriding the disc space, the tip of the micro pituitary instrument broke off and migrated anteriorly. After multiple unsuccessful attempts to localize and visualize the broken tip, the neurosurgeon made the decision to leave the tip in since the risk associated with trying to remove it were higher than the risks of leaving in place.